Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a 425cc mentor memorygel breast implant prosthesis and experienced right-sided rupture and breast ptosis postoperatively. As a result, the patient underwent bilateral removal and replacement with two 575cc mentor smooth round moderate profile prostheses (catalog #: 3501690, right serial #: (B)(4), left serial #: (B)(4) on (B)(6) 2021. The device was inadvertently discarded upon explantation and is not available for product investigation.